Event description:
Aryana a, morkoch s, o'neill pg, et al. Acute procedural and cryoballoon characteristics from cryoablation of atrial fibrillation using the first- and second-generation cryoballoon: a retrospective comparative study with follow-up outcomes. J. Intervent. Card. Electrophysiol. 2014;41(2):177-186. The source literature reported the following complications for patients treated with the arctic front (first generation cryoballoon) catheter: -1 patient presented with a large, acute myocardial infarction 8 weeks postablation. His hospital course was complicated by a large ischemic stroke while off anticoagulation therapy. Transesophageal echocardiography revealed a left ventricular apical thrombus. A battery of tests including an esophagogram, chest cta, chest magnetic resonance imaging, and esophagogastroduodenoscopy did not show evidence of atrioesophageal fistula. He died 5 days later from complications of stroke and intracranial hemorrhage. An autopsy finally excluded an atrioesophageal fistula, illustrating no signs of mediastinal inflammation with intact left atrium, pvs, esophagus, and bronchi. -17 patients experienced phrenic nerve palsy, one of these was classified as a persistent phrenic nerve palsy.

Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.